Event description:
It was reported that after 10 minutes had elapsed during a photoselective vaporization of the prostate (pvp), the fiber did not deliver energy, even after reattempted attempts. A second fiber was used to continue the procedure; however, after 430 000 joules had been expended, the fiber did not deliver energy. It was also indicated that there were no error codes displayed. There were no patient complications reported, but the procedure was not completed due to this event. This complaint is being reported due to a procedure cancelled/rescheduled in which the sedation status was unknown.